Event description:
The customer contact reported during testing the device touchscreen would not calibrate and did not respond when pressed. It was also found during testing that the device alarmed for proximal occlusion and the alarm could not be cleared. There were no reports of any adverse patient events and no reports delays of critical therapies while the device was in clinical use. Though requested, no additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.